Manufacturer narrative:
(B)(4). The analysis results found that only the seals and crown of the universal seal assembling were received inside a sample bag. One of the seals was noted to be torn in the area that assembles with the crown. In addition, the body of the seal was damaged probably caused during the insertion of a sharp surgical device. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred.

Event description:
It was reported that during a colorectal procedure, after anastomosis, the operator pulled out the specimen and found a piece of rubber on the colon. The operator and the nurses tried to figure out where the rubber came from. They attempted to match the rubber with every device they used during the surgery. They smashed the trocars used with a hammer and found that the rubber was from the trocar.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were all trocar components retrieved from patient and accounted for? Was there any change to procedure or post-op patient care as result of seal falling into patient (with subsequent removal of seal)? How was case completed?